Event description:
On (B)(6) 2014, detailed memory battery data were showing fields without information. However, information related to battery voltage was available. Preliminary analysis indicates the reported behavior is probably in accordance with specifications.

Event description:
Reportedly, some of the follow-up data related to battery status were not displayed as expected.